Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled "a meta-analysis of dual perclose proglide versus hybrid angio-seal + proglide closure techniques for femoral access hemostasis after percutaneous cardiovascular procedures". B3- the date of event estimated. D4- the UDI is not known as the part and lot number were not provided.

Event description:
This is reported thru review of an article which compared femoral access closure methods in transcatheter aortic valve replacement (tavr) and percutaneous endovascular aneurysm repair (pevar) cases in 596 patients. Results using proglide only versus a hybrid of proglide plus angioseal were evaluated. Reportedly, unspecified vascular complications and bleeding occurred. The device failures that may have caused or contributed to the patient effects were not specified. The study concluded that the hybrid approach for achieving femoral access hemostasis following tavr or pevar did not yield a statistically significant improvement in postprocedural patient outcomes. Additional information can be found in the article, titled "a meta-analysis of dual perclose proglide versus hybrid angio-seal + proglide closure techniques for femoral access hemostasis after percutaneous cardiovascular procedures."